Event description:
It was reported that the patient presented to the clinic for high lead impedance alert. The patient returned 10 days later for follow-up, where low r-waves and no capture were observed. The patient complained of pain, when moving or singing. Chest x-ray revealed lead perforation. During reposition, the lead was observed to be in the muscle and had not perforated through the muscle. The lead remains implanted.